Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2019 with the following findings during investigation, there was no power interruptions observed in the black box download. No damage found to battery compartment or battery cap. Battery cap attaches securely to pump. No power issues occurred during testing. The battery cap contacts were found to be within specifications. There were no leaks found during leak testing. Pump opened; no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture in the battery compartment and stated the pump demonstrated a no-power issue after battery change. The reporter stated the battery cap fit properly to the pump without the yellow o-ring visible and denied damage to the battery cap or the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.